Event description:
The customer's mother reported that the customer was hospitalized, due to hyperglycemia and diabetic ketoacidosis. The reported blood glucose reading was 336 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer's mother stated that she thinks the insulin pump is bolusing slower than it used to. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.